Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: a preliminary visit to the hospital by the product specialist took place (B)(6) 2013. In the discussion with the surgeon it was not clear if the use of the product was related to the reported event. On (B)(6) 2013, the hospital's pharmacist reported that they cannot exclude that the use of the product is related to the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was pneumoperitoneum achieved prior to insertion? How was it confirmed that the knife didn¿t retract? What life saving attempts were made? I.e. Convert to open, blood transfusion, etc. How experienced is the surgeon with using dilating tip xcel trocars (bladed approach)? Was the patient obese? Did the patient have prior surgical procedures? Any evidence of adhesions? Previous request modified to remove optical entry questions: what was the entrance point of the trocar? What was the position of the patient during insertion? Did the surgeon insufflate prior to insertion? Was this the initial port? Was a blood vessel or body structure damaged? If yes, please specify. What day did the procedure take place? What day did the patient expire? Was the patient¿s anatomy normal? Patient¿s sex, age, and weight? Pre-existing conditions? Was an autopsy performed? If so, is a copy available for review? Was the device reprocessed? Is the surgeon willing to speak to an ees surgeon?

Event description:
It was reported that during a cholecystectomy procedure the knife didn¿t retract. Intervention was stopped . Death of patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was pneumoperitoneum achieved prior to insertion? Yes. How was it confirmed that the knife didn¿t retract? After the incident and the death of the patient, I went to see the family and when I came back in the o.r. My assistant told me the trocar¿s knife didn¿t retract. He manipulates the mechanism and the knife retracts to his original position. I tried myself the mechanism and I didn¿t notice any suspicious comportment. What life saving attempts were made? I.e. Convert to open, blood transfusion, etc. Laparotomy, suturing arterial wound, reanimation , death how experienced is the surgeon with using dilating tip xcel trocars (bladed approach)? Experienced surgeon since 16 years. Was the patient obese? Overweight patient. Did the patient have prior surgical procedures? No any evidence of adhesions? No adhesions. What was the entrance point of the trocar? Left hypochondrium. What was the position of the patient during insertion? Supine, legs apart, very light anti-trendelenburg. Did the surgeon insufflate prior to insertion? Yes, insufflation with a verres needle. Was this the initial port? First trocar in the left hypochondrium, through the same incision and the same site as the verres needle. Was a blood vessel or body structure damaged? Transfixing wound of the mesentery and depth of the left edge of the aorta to the insertion of a left colic branch. What day did the procedure take place? Friday noon. What day did the patient expire? The same day! Was the patient¿s anatomy normal? Normal anatomy. Was an autopsy performed? If so, is a copy available for review? No autopsy. Was the device reprocessed? Is the surgeon willing to speak to an ees surgeon? No the analysis results of the d11lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the shield performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review.